Event description:
On 08/08/2024, znyo medical received a report that during the preventive maintenance (pm), to have a power issue. The value was 0.145-ohm, greater than the standard rate 0.10-ohm. No patient was involved.

Manufacturer narrative:
There are previous complaints on the device not related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the pump had pump issue. Replacing the power source component successfully addressed the issue. A CAPA has been opened to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).